Event description:
Based on information reported by the patient: (B)(6) 2003 - the patient was implanted with the mesh. Following the surgery, the patient complained of abdominal pain. The surgeon did not known what was causing the pain. The patient was given medication to control the pain. Per the patient, the mesh is scheduled to be removed.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient reported developing pain in the area of the hernia repair and that the mesh was scheduled to be removed. To date, no medical records have been provided, and there is no additional information regarding a date of explant. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the reported event. However, based on the lot number provided, this device is part of the composix kugel recall. We have contacted the initial reporter to obtain additional information and to have the sample returned, if available. If additional information is received, a supplemental MDR will be submitted.